Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on december 28, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be rupture. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on august 7, 2023 mentor became aware that the following erroneous statement was placed in b5 of the initial report submitted: at the time of this report, mentor has received no information regarding explantation or an expected explantation date. The correct statement should have been: an explant is planned for (B)(6) 2023.

Event description:
It was reported that a 63-year-old caucasian female who underwent breast augmentation revision with 250cc mentor memorygel breast implants experienced bilateral ruptures and right sided baker grade ii capsular contracture post procedure. The ruptures were thought to have been possibly caused by a mammogram. As a result, explant is planned for (B)(6) 2023. The left sided rupture was reported initially under 1645337-2023-06604. On july 17, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information was received on november 6, 2023. Upon explant it was determined that the left implant, originally reported as ruptured, was intact, however it is creased. Bilateral replacement with mentor gel was performed with explant. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old caucasian female who underwent breast augmentation revision with 250cc mentor memorygel breast implants experienced bilateral ruptures and right sided baker grade ii capsular contracture post procedure. The ruptures were thought to have been possibly caused by a mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The left sided rupture was reported initially under 1645337-2023-06604. On july 17, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture / rupture. Future explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 28, 2023. The mammogram was thought to have possibly caused rupture of the right implant also. The mentor failure analysis lab received the device for evaluation on december 19, 2023. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).